Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump frequently alarms no delivery during the bolus process. Troubleshooting was performed. The customer stated that the reservoir was not empty at the time of the alarm. Ran a fixed prime and the insulin was not delivered. Advised the customer to discontinue use of the insulin pump and revert to back up plan. Explained to customer that a replacement of the insulin pump will be sent. No further information was provided.